Event description:
It was reported that this implanted lead was part of system revision due to an infection. Reportedly, the patient was admitted for respiratory syncytial virus (rsv), then an infection developed in the patient's right arm, resulting in an explant. No additional adverse patient effects were reported. The implanted lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.